Event description:
It was reported the patient is experiencing ineffective stimulation and in addition is experiencing additional pain. The patient reports the stimulation turned off completely in (B)(6) and the programmer displayed error message(lead off) and she has not used the scs system since then .follow up information identified the patient underwent surgical intervention to reposition the lead which resolved the issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.